Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on (B)(6), she had the stimulator relocated, (surgery to reposition the ins). Pt said she noticed in about (B)(6) or (B)(6) of 2020 the ins site was real sore because it was located at the top of her leg close to the top of her leg bone and that was why the ins was relocated. Pt said now it is located close to her belly button in her abdomen, in her stomach.